Event description:
It was reported by service report that the fowler would lower with weight applied. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler clutch assembly.